Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. No damage was noted on the pushwire. The braid¿s distal end was not opened and frayed, while the proximal end was opened and frayed. The braid¿s middle part was fully opened. No other anomalies were noted. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint was confirmed, as the returned pipeline flex braid¿s distal end was not opened and frayed. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, or a damaged braid. The customer stated that the vessel tortuosity was minimal, and the device was not positioned in the vessel bend, ruling out those two as potential causes. A damaged braid may have contributed to the failure to open. Damage to the braid can occur due to re-sheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an unruptured, saccular aneurysm located in the left internal carotid artery posterior communicating artery segment, the distal tip of the pipeline embolization device (ped-325-16) failed to open during deployment. Despite repeated pushing and pulling operations, the distal tip remained closed. The device was retrieved and redeployed, but the issue persisted. A suspected product quality issue with the pipeline embolization device (ped-325-16) was noted. The device and the a ssociated microcatheter were replaced with a new pipeline embolization device (ped2-350-20) and a phenomtm27 microcatheter. The replacement device was successfully implanted, with angiographic confirmation showing good stent opening, wall adhesion, and proper anch oring. The procedure was completed successfully. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open.  The diameter of the distal anchor point was 3.1mm, the diameter of the proximal landing point was 3.2mm, and the length was 16mm. Vessel tortuosity was minimal.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the failure to open was not determined; after multiple reviews, it still could not be confirmed.